Event description:
Spontaneous report was received on 12/13/2006 and 12/15/2006 from a physician via a distributor and company representative regarding a liver transplant patient (patient identifiers not provided). The patient received a hepatic graft that had been preserved with celsior (elapsed time of preservation not provided) in 2006. The patient's medical history was remarkable for enlargement of the liver transplant donor's gallbladder prior to liver transplantation and status post liver transplant. In 2006, after liver transplant (elapsed time not provided), the patient experienced delayed graft function or elevated transaminases which were difficult to decrease. It was the opinion of the physician that the events were possibly related to celsior preservation efficacy. No further information was provided.